Manufacturer narrative:
Additional pro-code: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a posterior cervical c2-c6 w c2 translaminar screws procedure. During the procedure, while the surgeon was inserting a titanium cancellous polyaxial screw the screw broke where the screw head meets the shank. The screw was removed and discarded and another of the same screw size was used. The procedure was successfully completed with no surgical delay. There was no adverse consequence to the patient. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).